Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 11jul2020 b4: (B)(6)2020 the manufacturer's international service technician advised to replace the battery. The manufacturer's international service technician replaced the battery and the power management printed circuit board assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.